Event description:
It was reported that a cardiac tamponade may have occurred during a procedure using a navistar catheter. The patient was diagnosed with ventricular tachycardia (vt). It was also reported that after completion of the mapping process and induced tachycardia, the patient developed ventricular fibrillation (vf) and dc shock was delivered. Also, the patient's blood pressure declined from 110 to 90. At that point the procedure was cancelled, and the patient was given medication to control the blood pressure and was monitored for 3 hours. Per customer, the blood pressure recovered and echocardiography returned to normal. The doctor suspected that cardiac tamponade had occurred since the patient's pericardium was very thin due to hypertrophic cardiomyopathy (hcm). It was also reported that the patient recovered and was in stable condition.